Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) and exhibited a fault code 01 due to a charge time (CT) of greater than 45 seconds. Boston scientific technical services (ts) discussed that we can no longer guarantee therapy and advised replacement. No adverse patient effects were reported.

Event description:
The device was later explanted for normal battery depletion and was returned for analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance, and the eri to eol time period was also shortened due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.